Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low readings and damaged insulin pump. The customer stated that the other day, she passed out and fell. The customer's dog woke her up and her blood glucose was 53 mg/dl. The customer's blood glucose went down to 20 mg/dl. The customer also had high reading of 417 mg/dl in the morning a few days ago. The customer stated that the cylinder that holds the battery cap in place is broken. The customer declined to troubleshoot. The product was not returned for analysis.